Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. The lower arrow button may not be able to be pushed. The insulin pump will be replaced.

Manufacturer narrative:
The insulin pump received no button response due to lcd unlock keypad connector. No button error alarm. No cosmetic damage noted.